Manufacturer narrative:
(B)(4). Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding.

Event description:
Customer reported via phone call that the insulin pump had button unresponsive. The customer¿s blood glucose was 193 mg/dl. The device will be returned for analysis.